Manufacturer narrative:
During analysis no communication could be established between the device and the programmer. No high current was detected, and power consumption of the device was measured and found to be normal. The cause of the battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that physician was unable to interrogate the device. Device was explanted and replaced.